Event description:
It was reported that, this pacemaker exhibited far field oversensing in the atrial channel. Subsequently, technical services (ts) recommended reprogram options, the device was reprogrammed and oversensed signals was blanked. This pacemaker remains in service. No adverse patient effects were reported.